Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Additional information: b5, e1, and h6.

Event description:
New information received notes that the inappropriate shock was delivered due to low amplitude r waves on the far field discrimination channel, which triggered the vf therapy assurance algorithm. Programming interventions were made. There were no patient symptoms reported.

Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.